Event description:
It was reported that during a routine device change out, the pulse generator exhibited backup vvi mode after being exposed to electrocautery. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.